Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: section of catheter not illuminating. Probable root cause: light fiber broken, connected to console incorrectly, non-compatible scope equipment configuration used, incorrect laser source/scope combination used, fiber damage during unpacking from pouch, damage during shipping/ handling. The device manufacture date is not known.

Event description:
It was reported that the stent did not fully light up. The procedure was completed successfully and no adverse consequences were reported.